Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify how the surgeon felt "it was also reported that the surgeon commented he felt something was different at firing?" Was the device difficult to fire? Was the device damaged? If yes, what portion of the device was damaged? Can you provide further detail of the issue?

Event description:
It was reported that during an unknown procedure, scissoring occurred. It was also reported that the surgeon commented he felt something was different at firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify how the surgeon felt "" it was also reported that the surgeon commented he felt something was different at firing. "" was the device difficult to fire? Was the device damaged? No information. Can you provide further detail of the issue? No further information will be provided. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.